Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he experienced high blood glucose levels, which he tried to correct with a correction bolus. Reportedly, he went to the emergency room, as his blood glucose level was over 600mg/dl. The patient stayed there for a few hours and left the emergency room as he experienced diabetic ketoacidosis. Further, the cannula was found to be bent upon removal and this had led to high blood glucose levels. The infusion set had been in use for three days. Subsequently, on (B)(6) 2019, he was hospitalized due to diabetic ketoacidosis, where he received insulin drip and fluids (drug name unknown) as a corrective treatment which resolved this issue. On (B)(6) 2019, he was released from the hospital and there was no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.